Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of a broken ventricular socket. The unit was cleaned and inspected and its output connector assembly was replaced. It was tested and calibrated on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during regular preventive maintenance it was noted that the external pulse generator had a broken ventricular socket. The generator has not been returned to service. There was no patient involvement. It was further reported that the generator was returned to service.